Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during treatment right sfa and popliteal artery via left femoral, the stent was allegedly fractured. It was further reported that another stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the evaluation of the provided images the reported stent fracture could not be confirmed. However, the stent was found to be twisted in the upper half. Therefore, the complaint will be confirmed for stent twisting. An indication for a manufacturing related issue could not be identified. Potential factors that could have led or contributed to the reported event have been evaluated. Therefore, previous investigations of similar complaints have been reviewed. A root cause analysis for the failure mode of twisted stents has been previously performed to determine the root cause for this kind of event. Based on the root cause analysis performed, twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. Due to the helical structure the stent has an inherent tendency to rotate upon deployment of the delivery system. The failure mode may occur when this rotational movement is constricted during stent deployment or when rotational forces are applied externally on the stent. There may be also various physical forces, including individual patient factors, contributing to the twisting of a stent in this region. In this case it was reported that the target lesion was stenosed and occluded and three nitinol stents were placed overlapping each other. However, a pre and post dilation was performed. Based on the information available and the evaluation of the images provided, a definite root cause could not be determined. Labeling review:based on the lot number provided the following IFU was supplied with this product: b05689. The currently valid version is: vers.1/02-13 (19). In reviewing the applicable labeling for this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU closely describes the stent placement by stating: 'confirm that the introducer sheath is secure and will not move during deployment to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. With distal end of the stent apposing the vessel wall, deployment continues with the following method while maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' The IFU also mentions balloon pre and post dilation: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' Regarding overlapping stents the IFU states: 'cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced 10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' In this case an elongation was not reported and during evaluation a stent fracture was not identified. PMA/510k, outcomes attributed to adverse event. Adverse event or product problem, event, common device name, initial reporter health professional, initial reporter occupation, ( patient code, results, conclusion).

Event description:
It was reported that sometimes post stent placement in the right sfa and popliteal artery via left femoral, the stent was allegedly identified twisted and fractured. Reportedly, intervention was performed and another stent was implanted.